Event description:
Report received of the stent "missing" from the delivery system upon removal from the patient. The physician placed a biodivysoi 3.0mm x 15mm stent into the proximal circumflex artery that was reported to be 75% to 85% stenosed. The guide catheter used was a 6 fr. Jl4 and the guide wire was a .014 hi torque floppy. The vessel was predilated; details on balloon used are unknown. The first stent placed did not cover the length of the lesion; therefore, a second stent was needed. Predilation was not performed prior to the second stent being placed. The physician attempted to place a second biodivysio 3.0mm x 15mm stent distal to the first. The delivery system was advanced up to the first stent but due to lack of wire support the doctor was unable to advance the stent. The complete system was removed from the body. When the stent delivery system was removed as one unit from the guide catheter through the rotating hemostatic valve, the stent was discovered to be missing. The stent was located in the rotating hemostatic valve and removed. It was reported that the proximal end of the stent was flared. The doctor stated he does not know when the flaring occurred and did not notice anything unusual during the attempt to place the stent. The lesion was successfully treated with a guidant 3.0mm x 15mm stent. There was no report of any adverse patient event.